Event description:
A surgeon reported a pt with an unexpected postoperative refraction and the lens being off axis following intraocular lens (iol) implant surgery. The surgeon reported the lens was exchanged for the same model, different power and diopter lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 04/27/2012 and 05/11/2012 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).